Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose of unknown. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing and dehydration. The customer was treated with intravenous drip and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.